Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was covering the distal balloon bond and the advancer tube was engaged to the distal tamp lock. The boston scientific procedural sheath was separated from the device. The condition of the returned device indicated that the device has been manipulated from the time of occurrence. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported event could not be conclusively determined. See MDR # 3004939290-2014-00862 for the second device.

Event description:
The following info was reported: on the first device a newer tech exposed the sealant prior to deployment. The 2 devices met great resistance while trying to begin to shuttle the sealant down through the sheath. When they did the pull back on the sheath it brought everything back both times including the sealant. Manual pressure was held for 30 minutes and the pt was fine.